Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. No keypad anomaly noted. The compromised force sensor system alarm occurred during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. Customer stated that they were unable to clear the alarm. No further information reported.